Event description:
The doctor had their sga-e2s handpiece overheat unexpectedly during a third molar extraction and the patient received a thermal burn injury. The patient's injury was treated at the time of the incident without need for additional treatment.